Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The struts along the distal end were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. H6 - evaluation conclusion codes updated from adverse event related to procedure d1002 to failure to follow instructions d1101.

Event description:
It was reported that stent damage occurred. 4.50 x 28mm and 4.50 x 24mm synergy ii drug-eluting stents were unable to pass through a 6f guidezilla guide catheter and was damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The struts along the distal end were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. 4.50 x 28mm and 4.50 x 24mm synergy ii drug-eluting stents were unable to pass through a 6f guidezilla guide catheter and was damaged. No patient complications were reported.

Event description:
It was reported that stent damage occurred. 4.50 x 28mm and 4.50 x 24mm synergy ii drug-eluting stents were unable to pass through a 6f guidezilla guide catheter and was damaged. No patient complications were reported.